Event description:
It was reported that the patient with this right ventricular (rv) lead had a possible infection. After device replacement, the swelling has gone done and incision is healed, but the corner of the device caused a noticeable nearly one inch lump and is readily felt under the skin. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.